Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the l-hook was caught in between the jaws. L-hook and jaws stuck in the sheath. Functional testing found that the product analysis found the device transitioning between jaws and l-hook was not possible. The most likely root cause is the jaws were closed on the l-hook and user attempted to change tool. Advancing the jaws or l-hook was not possible as the device was jammed. The weld integrity and the device's tactile were inspected and were found to be within specification. The knife cut of the device was not tested due to the condition of the device. The device was detected when plugged into the lab generator. Sealing and l-hook continuity was not tested due to the condition of the jaws. No electrical or wiring issues were found. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that there was adverse event and the device was not recognized. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of jaw and l-hook damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Use caution when manipulating, sealing, and dividing large tissue bundles. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, for the 1st ligasure a message appeared asking the instrument to be removed from monopolar 2. More than 1 generator was used with the same error. The 2nd ligasure that was used was not recognized. The procedure was extended by 35 minutes. Photo observation shows error codes 412, 407, 235 and 355.

Event description:
It was reported that during procedure, for the 1st ligasure a message appeared asking the instrument to be removed from monopolar 2. More than 1 generator was used with the same error. The 2nd ligasure that was used was not recognized. The procedure was extended by 35 minutes. Photo observation shows error codes 235 and 355.

Manufacturer narrative:
D10 concomitant products: lf5637, ligasure lf5637 retractable l hook (lot #: 51210279x), vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown), vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.